Event description:
It was reported by a vns patient's mother that "other persons who have this device and they have had problems a year later as the device stops working." Attempts to obtain additional information from the physician, regarding this allegation have been made, but have been unsuccessful to date.